Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. No additional testing was performed and the patient will be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained via the patient¿s remote home monitoring system that the patient¿s system displayed there is continued high oor sli measurements. The clinic is aware of this issue and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the memory log indicates that the device was explanted; however not returned for over a year. Due to the device not being returned for over a year after it was explanted, all lead impedance measurements while implanted, have been overwritten. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported allegation of high out of range impedance measurements. The device has been archived as meeting specifications.

Event description:
Subsequently, this product was returned post-explant for disposal. No information regarding the out of service rationale nor the date of explant, was communicated with the return; however, investigation confirmed the patient passed away several years ago. No allegations the system was a cause nor a contributor in the patient's death.